Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing. Technical services (ts) was consulted and confirmed the presence of undersensing. It was noted that the clinician planned to bring the patient into the clinic for further evaluation. This ICD and rv lead remain in service. No adverse patient effects were reported.